Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie in rows c and d were not detected on bus and the pyxibus ribbon cable was showing signs of damage and cut marks into the cable. The field service engineer reseated the connectors in row board connector and retractor band connectors, replaced bus cable to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer jammed and not detected on bus affecting 2 stations. The customer added that this malfunction caused a 12-hour delay in patient care, the user was able to access medication from another station. However, there were no adverse events or injuries reported based on this event.